Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The field service engineer (fse) went to site to troubleshoot issue. It was found the ups displayed low battery message at 3 minute mark during testing. Upon the low battery message being displayed, a windows message box appeared saying the system was having issues going into windows stand-by mode. This was caused by the low battery issues with the ups. A replacement battery was ordered and replaced. System checkout performed and passed all testing. System ready for use. Software investigation initiated to add this case to test track 20321. The ups was sent back to manufacturer for evaluation. Confirmed reported problem "low battery message within 1 minute of unplugging" during bench test, ups failed load test at 2:03min. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
The site's biomed representative called to report that the mobile view station (mvs) gives critical battery alert when unplugged, even if only unplugged for 10 seconds. The biomed representative said that they have also seen system stand by error, pro-1000 device grabber error. There was no patient present when this issue was identified.